Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the left femoral artery in a 63-year-old male who presented for high-risk percutaneous coronary intervention. The patient had known coronary artery disease and diabetes mellitus. The patient developed cardiogenic shock (scai stage e) requiring inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support. The patient underwent left main and lad coronary angioplasty with ptca, stent placement, shockwave coronary ivl, and intravascular ultrasound guidance. During the case, the patient began oozing from the impella access site. Following pci, the impella was removed; however, perclose closure was not sufficient to achieve hemostasis. Due to continued bleeding, a covered stent was placed to control the access-site bleeding. The physician reported that the patient had severe vascular calcification, which may have contributed to difficulty achieving closure. No blood products were required. Access-site bleeding requiring additional intervention, including covered stent placement, is a recognized complication associated with large-bore femoral arterial access in patients undergoing high-risk pci. Contributing factors may include severe vascular calcification, diabetes, anticoagulation, large-bore sheath size, and critical illness. The patient survived.